Manufacturer narrative:
Additional event information received. Device investigation narrative - 2.9 osteoraptor assembly returned for evaluation. Visual assessment of sample confirmed the reported complaint of breakage. The anchor has broken at the suture eyelet, the broken portion was not returned for examination. The remaining portion of the anchor remains on the inserter and is slightly bent. The suture remains assembled on the inserter. The condition of the device indicates axial alignment was not maintained during insertion. Per the device IFU under precautions ¿ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair¿. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Event description:
Additional information: all broken pieces of the device were removed from the patient.

Event description:
It was reported there was a break during surgery.